Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify e/a alarm unspecified due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer just jumped into 3 feet of water and insulin pump shows critical pump error with open book image. Customer stated that the label was also worn off on the back of the insulin pump. Customer stated that they received other critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.